Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One tapered swissplus implant with mtx surface (spb10) and fixture mount were returned for investigation. Visual inspection of the as returned product identified minor signs of wear due to usage. Functional testing was performed to disengage the fixture mount unsuccessfully. The devices couldn¿t be separated and were determined to be stuck together. No further testing could be performed as the products would not disengage. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. The alleged device malfunction was confirmed. A root cause cannot be determined. The following sections have been updated: b4: date of this report d4: device expiration d4: UDI g4: date received by manufacturer g7: checked "follow-up" h2: checked follow-up type h3: changed "no" to "yes" h4: date of manufacture h6: entered evaluation codes h10: added manufacturer narrative

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient information not provided/unknown. Event date not provided/unknown. Reporter's name and email not provided/unknown. Additional 510k numbers: k011245 and k002188.

Event description:
It was reported that during placement, the mount would not disengage from the implant. The mount and implant are a bundled item. The procedure was completed with another implant.